Manufacturer narrative:
Correction to b5: change from a hold to a hole was observed ¿in the line¿. The device was received for evaluation. Visual inspection was performed using the naked eye which observed a small hole on the tubing. The reported condition was verified and determined to be a manufacturing related issue. The most probable cause was that the tubing got caught by a sharp edge during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked. During patient infusion of cefotaxime, a leak was observed. The infusion was stopped and upon further inspection a hold was observed ¿in the line¿. The set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.